Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that a pump motor stall occurred on (B)(6) 2010. The pump was set to the minimum rate and the pt was treated with oral medications. The device was explanted and the pt recovered without sequela.